Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed motor error during prime the night before and customer could not rewind. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value is unknown. Customer was able to rewind during the call. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to jammed gear box. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.